Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results of 518 mg/dl back to back with a result of 151 mg/dl when testing was performed 3 minutes apart on the advantage system. Customer stated not having any low or high glucose symptoms at the time however, did not state the location of the testing. As a result of the comparison, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent. Advantage system: comfort curve lot number 549525 with an expiration date of 2/29/08.